Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device not getting not a full sensor session of data occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of the device not getting not a full sensor session of data is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.